Event description:
Patient reports and infection in her eye for 3 months and that she had to wear glasses because she could not see (with contact lenses) and that she had to see a doctor twice. Account representative states the patient was seen (B)(6) 2012 and stated that her eye has been red for several days. The doctor diagnosed her with an eye infection and prescribed an antibiotic (maxitrol) and to discontinue lens wear until eye is healed. Patient came back in (B)(6) 2012 and her eye was red again and the doctor told her to restart the antibiotic. On (B)(6) 2012 the patients eye appeared fine. There is no planned follow-up date for the patient. This is being filed as infection that was resolved with antibiotic treatment. It is not known of the infection was related to contact lens wear.

Manufacturer narrative:
This is being filed as infection that was resolved with antibiotic treatment. It is not unknown of the infection was related to contact lens wear.